Event description:
It was reported that the connector adaptor became damaged and lodged in the device chamber, could not be removed with tools, and the user¿s blood glucose rose to 390 mg/dl before reverting to subcutaneous insulin via pen; a photo of the chamber was obtained, the adaptor lot was recorded, and replacement of the device was initiated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included return to target glucose using alternative insulin therapy and no hospitalization. Investigation included customer interview, photo review, and verification of device and lot information. Investigation of this case revealed a mechanical obstruction of the connector adaptor within the chamber consistent with device component damage. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the connector adaptor.

Manufacturer narrative:
Initial.